Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that facility setting "no adt message received duration" set to 60mins. A technical support specialist, verified with customer that critical override settings was changed. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, critical override was not enabled. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.